Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of needing assistance restoring sensor settings. The customer states they received low alerts and place them on silent, but now need assistance restoring setting. The customer's blood glucose level was 44mg/dl. The customer treated the lows with food. The customer was assisted with settings.